Manufacturer narrative:
The device history record (DHR) was reviewed on 12/17/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number: (B)(4), lot 247532. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc breast implant and experienced capsular contracture; baker grade iii on the right side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.